Event description:
A davinci scissor tip slipped off of the monopolar scissors. Surgeon went to retrieve the tip with a d&g grasper. In her first attempt, the scissor tip was not retrieved, so she put the d&g grasper through the trocar again. The tip of the grasper broke during the second attempt and there was possibly a small fragment (<5mm) that was not recovered and remained in the patient. There have been previous issues with the scissor tips coming off during use.